Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated at 400mg/dl. Customer addressed elevated bgs by changing out the site, tubing and cartridge. Customer declined troubleshooting, indicating that bgs levels were probably high because site/supplies needed to be changed out.